Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic feeling fatigue for follow up. Upon interrogation the pulse generator exhibited backup vvi mode. After a software download the device resumed normal function. The patient would continue to be monitored normally.